Event description:
A motor stall was reported; this was confirmed in the event logs with no recovery recorded. The device was updated and checked twice; the event logs recorded a recovery after this. The patient had an MRI the day before and it was reported that this caused the event. The patient had not experienced any symptoms.

Manufacturer narrative:
(B) (4).